Event description:
The customer reported that the system's left monitor would not work. No patient injury was reported.

Manufacturer narrative:
The left monitor needs to be repaired. The customer elected to use a third party for the repair. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.